Event description:
Dimensional discrepancy. It was reported "poly wedge/bumper component was too big to fit into the intended opening in the customer distal femur component. Surgeon pounded the wedge component into the rectangular opening in the metal component until it could flow deformed enough to stay in the opening. We did not have a second wedge component to use and the prosthesis will not work without this component installed. "

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6) 2006 to (B)(6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B)(4). There is 1 event associated with this event type (dimensional discrepancy) and product code (B)(4).